Event description:
Pt prepped for lavh. Physician started procedure. During procedure the ets (endoscopic linear cutter) misfired x 2. Procedure was stopped. Physician proceeded with a total abdominal hysterectomy.